Manufacturer narrative:
The investigation determined that vitros tropl es quality control results had been acceptable during the timeframe of the event. Ocd field service investigated and made necessary repairs to the vitros eciq, however, it is not believed that the service activity is related to the falsely elevated result in question. The investigation was unable to determine if the customer is following the sample collection tube MFR's recommendations for centrifugation time and speed as the customer did not provide their centrifugation protocol. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." The definitive root cause of the falsely elevated vitros tropl result is unk, however, sample processing cannot be ruled out as a contributing factor.

Event description:
The customer obtained non-reproducible falsely elevated vitros tropl es results on a single pt sample processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was reported. The pt was admitted and treated based on the result. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).